Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, malposition, and patient's concern with the product

Event description:
Healthcare professional reported "bilateral exchange of textured breast implants due to the patient¿s concern with the product". Healthcare professional also reported capsular contracture, baker grade iii, and implant malposition (superior). The device has been explanted. This report is for the right side.